Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced issues with delivering the last 20 units of insulin left in a cartridge via a bolus. Reportedly, the cause of the bolus delivery issue was due to an air leak. The customer's bg level was around 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.